Event description:
A hospital in (B)(6) reported via a distributor that the y-piece of an rt206 adult breathing circuit does not have a pressure line port. This was noticed before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt206 adult breathing circuit kit was visually inspected for an incorrect y-piece. Results: the breathing circuit package consists of a number of components grouped together during production. Upon investigation, it was confirmed that an incorrect type of y-piece connector, the one without a pressure line port, has been packed with the breathing circuit kit. A lot check revealed one other complaint of this nature for this lot number. Conclusion: it is most likely that operator error has resulted in an incorrect y-piece connector, the one without a pressure line port, having been connected with this breathing circuit. This is most likely due to a fault in the line clearance process. The new standard operating procedures (sops) have been put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).